Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that balloon damage and balloon inflation failure occurred. The target lesion was located in the mildly calcified and mildly tortuous vessel. A 5.0mm x 20mm maverick¿ xl balloon catheter was advanced to the lesion. Inflation was attempted however the balloon was unable to be inflated. It was then noted that the balloon was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed shaft hole.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a maverick xl balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. The distal tip was damaged. Microscopic examination presented no damage or irregularities to the balloon. Microscopic examination revealed that the shaft of the device was twisted with a hole 2mm proximal of the exit notch. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the hole in the shaft and the balloon would not inflate. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).